Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through investigation that a patient with a 23mm 3300tfx aortic valve, implanted in the aortic position, underwent a valve-in-valve after an implant duration of 9 years due to stenosis and insufficiency. The patient presented with acute on chronic class 4 nyha heart failure. The tavr was performed with 23mm 9755rsl transcatheter valve. The patient was doing well post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b7, g3, g6, h2.

Manufacturer narrative:
H11: additional manufacturer narrative: b4, d4 (expiration date), g3, g6, h2, h4, h6 (component code, type of investigation, investigation findings and investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including chronic kidney disease. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.